Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty/defective patient board could not be identified. However, it¿s likely the cause is related to the device being manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed. The design of the dr board was confirmed to have changed on april 16, 2018. Also, it¿s likely the cause is related to the connection with the video connector failing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for evaluation. During inspection, the unit was observed a faulty patient board causing the reported issue. Additionally, the evaluation revealed a bad video socket, software outdated, and the top cover, front panel (gasket), chassis, feet, and rear panel (gasket) were damaged. Also, all capacitors were found to be dirty(dust) and corroded. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that when any scope was connected to the evis exera iii video system center, it did not function as expected and alleged a "defective connector." The user facility further reported that when the scopes were connected to a different video processor, the scopes functioned as expected. The problem, as reported to olympus, was identified during preparation for use. There was no patient impact, associated with the event, reported to olympus.